Event description:
It was reported that the ventilators volumes were incorrect. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer requested bench repair. To date the customer has not sent the unit in for bench repair. No further information provided. If additional information is later obtained, the complaint will be reopened.